Manufacturer narrative:
Article citation: tan, nicholas e. "Comparison of safety and efficacy between ab interno and ab externo approaches to xen gel stent placement." Clinical ophthalmology, 2021 jan 26;15:299-305. Doi: 10.2147/opth.s292007. This is the same article reported under MDR ID #3011299751-2021-00029 (allergan complaint #: (B)(4)). Patient average age for ab-interno placement was 71. 48% of these patients were hispanic, 30% were white, 16% were african american, and 6% were asian. 48% were female and 52% were male. (B)(4). Implant date: february 2017 to october 2019. The reporter has declined to provide allergan further information regarding event, product, and patient details as they noted "none of the events noted in our study had any negative implications for the patients" and would consider them all part of routine glaucoma care and reporter stated they did not retain patient identifiers after collecting the data. The events of vision loss, glaucoma progression, high intraocular pressure, and cataract formation/progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of glaucoma progression and high intraocular pressure are addressed in product labeling.

Event description:
The article "comparison of safety and efficacy between ab interno and ab externo approaches to xen gel stent placement" noted that patients who underwent ab-interno implant of a xen®45 gts experienced the serious events of 10 eyes required a second glaucoma surgery consisting of ahmed glaucoma valves, baeveldt glaucoma implants, trabeculectomy, transscleral cyclophotocoagulation, and/or a 2nd xen gel stent in the same eye, 2 eyes experienced cataract formation, 2 eyes experienced bcva loss with glaucoma progression due to "poorly controlled iop with no significant visual field mean deviation (vfmd) deficits, and one eye with bcva loss due to glaucoma progression with vfmd of -28.01.